Event description:
The account alleged a nurse has slipped and fallen on oil from a hydraulic leak from the bed. No injury reported.

Manufacturer narrative:
The tech investigated and found the hydraulic oil leaked from the bed as the bed was moved and a nurse slipped over the oil left on the floor. There were no witnesses for the incident and no injury reported. The tech inspected the bed and advised the account to move the pt that was on the bed so that the bed could be repaired. The tech stated the bed had been investigated previously for a leak but no leak was found. The tech tested the bed and could still not find a leak, the tech concluded the oil tank was over filled as it was still full which caused the leak.